Event description:
The device was used during a laparoscopic colon. It was reported two devices would not fire. A third device was introduced to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID. Broken firing belts. Based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instruments were returned non-functional. The instruments were disassembled and were found to have broken firing belts. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.